Event description:
Peeling paint coming off in hood, left hand side, gray coating left of ID label. The device was returned and visually inspected. The complaint was confirmed. The paint on the end caps was peeling. The right end cap #(B)(4) and left end cap #(B)(4) were replaced.

Manufacturer narrative:
Since this event here has been several supplier corrective action notification (scan) issued for the paint peeling. Scan numbers referenced (B)(4).